Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'missing label'. Visual inspection observed the tubing ID label was missing from the device. The tubing ID label was replaced to correct this condition. A review of the device history record verified a check was completed for verification of applied device serial number label and tube type label prior to the pump being shipped after manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a missing label. There was no known patient injury or medical intervention associated with this event. No additional information is available.